Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the trunk cable connector was cracked and there was an open blue (canl) wire inside the trunk cable. The cause of the code 204 is the cracked connector and open wire. The root cause of the cracked connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.